Event description:
It was reported that the lead exhibited high capture thresholds and a sensing anomaly. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.